Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the conditions reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter experienced a case of leakage at connection site, and a case of a needle that would not retract. The following information was provided by the initial reporter: multiple instances with multiple nurses inserted insyte and catheter was leaking upon connection to IV tubing ¿leaking at hub? Once catheter had needle not retract when safety button pushed. Manager took rest of catheters with the same lot number off their supply cart. Since changing to a different lot number, no more instances of leaking noted.